Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. As a result of confirmation, there were no similar complaints. Conclusion: the root cause could not be identified. According to the results of the investigation, there is not a clear description for the cause of the issue. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer. A pre-use inspection was performed. The issue was detected during a therapeutic procedure. The intended procedure was completed successfully with a similar device with no complication for the patient.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation, including air/water leakage on the device and an abnormal appearance of the camera head cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the camera head presented a blank image on the screen. No patient injury or procedure impact was reported.